Manufacturer narrative:
Product event summary: at analysis the device passed its incoming test on the automated test console however it was noted that the upper case fixation was broken and the battery contacts were contaminated. The upper case was replaced and the battery contacts were cleaned and the device passed all tests with no visual or electrical anomalies observed.

Event description:
It was reported that the external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.